Event description:
On (B)(6) 2014, I had the essure permanent birth control inserted into my fallopian tubes. The doctor told me I would be "good as new the next day." I was not. I had sharp pains in my abdomen and shooting pains going down my legs. I bled for over two weeks and had spotting for 2-3 weeks after that. The pain would get worse after prolonged activity and my hands and feet would get numb and tingly. I go migraines. After my initial two week check up, my doctor thought I might just have an infection. She gave me an antibiotic. That did not make anything better so she scheduled a CT scan for (B)(6) 2014. According to the doctor the CT scan showed that the placement of the coils were fine and the doctor determined that I was allergic to the coils. I had them removed (B)(6) 2014. I am still recovering form the surgery.